Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('extra piece in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("extra piece in uterus"), ovarian cyst ("large cyst on ovary"), gastric ulcer ("stomach ulcer"), tooth infection ("infected teeth") and abdominal pain upper ("stomach pain and spasm"), underwent tooth extraction ("teeth removed") and endodontic procedure ("root canals") and was found to have weight increased ("weight gain"). At the time of the report, the device breakage, device expulsion, tooth extraction, endodontic procedure, ovarian cyst, weight increased, gastric ulcer, tooth infection and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, device breakage, device expulsion, endodontic procedure, gastric ulcer, ovarian cyst, tooth extraction, tooth infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "stomach ulcer, infected teeth, stomach pain and spasm" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('extra piece in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("extra piece in uterus") and ovarian cyst ("large cyst on ovary"), underwent tooth extraction ("teeth removed") and endodontic procedure ("root canals") and was found to have weight increased ("weight gain"). At the time of the report, the device breakage, device expulsion, tooth extraction, endodontic procedure, ovarian cyst and weight increased outcome was unknown. The reporter considered device breakage, device expulsion, endodontic procedure, ovarian cyst, tooth extraction and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('extra piece in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("extra piece in uterus") and ovarian cyst ("large cyst on ovary"), underwent tooth extraction ("teeth removed") and endodontic procedure ("root canals") and was found to have weight increased ("weight gain"). At the time of the report, the device breakage, device expulsion, tooth extraction, endodontic procedure, ovarian cyst and weight increased outcome was unknown. The reporter considered device breakage, device expulsion, endodontic procedure, ovarian cyst, tooth extraction and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.